Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Missing segments or partial display unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not stopping from the loud beeping and had frozen screen. The customer's blood glucose level was 119 mg/dl. The customer reported that they were just changing his battery and then suddenly it alarmed. They stated that they were removing the battery but still the beeping sound did not stop showing a solid white back ground but flashing screen with two vertical lines like a swirling tornado at the bottom part. Customer reported display was solid white. They stated that the insulin pump would not start up no matter how many times battery had been changed. The insulin pump will be returned for analysis.